Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of an unspecified bd intima-ii¿ closed IV catheter system, there was leakage found at the prn of the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: at 08:50 on (B)(6) 2022, the indwelling needle was used for infusion in bed 40. During the use, leakage was found at the prn of the indwelling needle. The prn was replaced immediately and could be used normally.